Event description:
It was reported that during a scheduled replacement procedure, upon use of electrocautery the pulse generator exhibited a loss of output. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.